Manufacturer narrative:
A manufacturer representative went to the site to service the system. Replaced motion batteries and performed system checkout, o-arm is operational. Concomitant medical products: product ID: bi71000125, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that  the system was being returned to storage after a case and the system shut down in the middle of hallway. There was no patient involved.